Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced drain pain coincident with peritoneal dialysis therapy. The patient was connected at the time of the event. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with hydrocodone (dose, route, and duration not reported) for pain in drain five. The outcome of the event was not reported. Therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.